Manufacturer narrative:
A titanium single lumen port with attachable open-ended catheter was returned for eval. Catheter had been severed from port to port connection. There was a short segment of catheter tubing remaining on stem. Port and catheter segment measured 1.9". This short segment appeared damaged with multiple holes along length of stem. Tubing had been compressed against base of port and was mushroomed out at shoulder at stem. Catheter lock was not in place, but was included loose. Distal segment of catheter was also included. It appeared to be cut at one end and broken at the other. It measured 5.6" long. Tubing curved towards beak and there was light-brown residue at break. Port septum showed several needle stick marks and there were at least five suture sites in port's silicone over mold. Incident report indicates that port had been in place for a few months when catheter broke two inches from port connection, but did not embolize. In reality, catheter had been severed just distal ot catheter lock, approximately 3/1" from base of stem. Fact that severed distal segment of catheter did not embolize may be because it had been sutured at break site. Initial eval showed both segments to be patent during decontamination and cleaning, although blood clots were flused from both. Tactual inspection of severed distal segment noted no elongation. However, at approximately 2.1" from broken end of catheter, there is a flattened and compressed area that necks down when placed under slight tension between fingers. This may indicate site of clavilce/first rib compression. Catheter segments were viewed under magnification. Cut distal end of distal segment appeared semi-glossy with striations across cut plane. This is typical of a cut with a sharp instrument. Broken ends of catheter were inspected and ends appeared to match when mated. Break was slightly diagonal to axis of tubing. Surface texture of broken plane appears very glossy and polished with striation across plane. Broken end of port catheter segment had a short tail. There was a split in broken end of distal segment tha corresponds with this tail. The split surface was rough and granular. Cross sectional diameters of broken ends were expanded and widened from stretching. Outer diameters at break appeared dulled from abrasion. These signs may indicate that tubing was cut at a suture site. A tightly tied suture can cut or abrade outer diameter of tubing through natural movement inside body. Constant tension and abrasion can cut and polish cross section of tubing. This wear can also dull outer surface of tubing. This is probalbe given amount of time port was in pt. This mayh have been aggravated by tugging of a possible clavicle/first rib compression. There were also impressions from a serrated jawed clamping device all along the lenght of tubing on port stem. These impressions had created holes through lumen wall, exposing metal stem. Ther were holes in tubing at point where stem tip terminated.

Event description:
The catheter broke 2" distal to the port/catheter connection. The fragment did not embolize. The problem was discovered during an attmpt to infuse through the port. It is not known what was being infused or how long the port had been implanted.